Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one euphora rx ptca balloon catheter and two resolute onyx rx coronary drug eluting stents to treat a moderately tortuous and calcified lesion located in the mid rca. It was reported that the 2.5x15mm euphora balloon failed to cross the lesion. An attempt was made to use a 2.0x15mm balloon however it also failed to cross the lesion. A 1.25x15mm sprinter legend balloon and a 2.5x15mm euphora balloon were then used to pre-dilate the lesion. It is indicated that multiple wires were used. An attempt was next made to treat the lesion using a 4.0x15mm resolute onyx stent. The device was inspected with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent could not cross the lesion and the tip/struts became deformed in vivo during positioning/advancement. An attempt was made to use another 4.0x15mm resolute onyx stent, but it also failed to cross the lesion. The stents were unable to cross the lesion so the procedure was not completed. The patient is reported to be alive with no injury.

Manufacturer narrative:
The 2.0x15mm balloon that failed to cross the lesion was a euphora device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.